Manufacturer narrative:
(B)(4). The reported event: tip detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the indication for the procedure was "gall stones." During the procedure, while in the duodenum, it was noticed that the tip of the basket had detached, prior to cannulation of the common bile duct. The tip was left in the duodenum, as the physician expects it to pass naturally. The device was removed, and the procedure was completed with a second rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.